Event description:
User facility reported that, the sterilizer broke causing equipment to be unsterile during surgery. Upon investigation with the user facility, the technician communicated that during a review of cycle records, it was found that a particular cycle had aborted, but, that the goods were processed as sterile and used. The technician stated, it was an operator error and not a malfunction with the equipment. The technician indicated that the cycle aborted due to sterilizer not reaching the required temperature. No infection to the patient was reported. Facility is to send a copy of the aborted cycle record for our examination.

Manufacturer narrative:
Cycle aborted due to the sterilizer not reaching required temperature.